Event description:
It was reported that the ring of a 1.5mm coupler was loose and came off. This was observed during preparation before a surgical procedure. The doctor replaced the product to continue preparation for the surgery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 (expiration date, UDI), d9, h3, h4, h6(update codes), h11. H11: the actual device was received for evaluation. Visual inspection of the returned device identified the coupler ring dislodged from the jaw assembly and placed in a plastic petri dish. The jaw assembly, holder, and packaging were not returned. Further inspection showed that, both dislodged coupler rings had signs of patient use, including tissue and blood. Both dislodged rings showed damage to the plastic portion; however, the pins appeared straight and undamaged. Dislodged ring 1 appeared to have tissue attached to one or two pins. Dislodged ring 2 had blood and tissue present. Functional testing could not be performed because the jaw assembly was not returned. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.